Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the host pc was not turning on, which would prevent the whole system from booting up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated the complaint. The philips field service engineer (fse) inspected the onsite and confirmed that the host pc was not turning on. Upon troubleshooting, fse found that the host pc was defective. To resolve this issue, fse replaced host pc, reloaded the software and configured the system. After that, the system was returned to use in good working order. The codes were updated based on investigation summary.